Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a delivery alarm on the insulin pump. Customer's blood glucose was 265 mg/dl. The customer declined to troubleshoot at the time of the call. Customer stated there was a kink in the tubing. Customer treated their blood glucose with a bolus while on the call. The insulin pump will not be returned for analysis.